Event description:
Pt having surgery for subglottic stenosis. While inflating dilatation balloon up to a maximum of 20mm pressure after first inflation of 18mm, surgeons noted that the inflated balloon had burst. Balloon was removed and found to be intact. The balloon had pulled off its proximal attachment. The airway was scoped with the rigid endoscope and no foreign bodies were found. Operating room was completed and the pt was taken to the recovery room in stable condition. (B)(4).